Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is it possible to obtain a sample from the end customer for evaluation? The sample has been lost and cannot be found. Are any photos available of the packaging (front and back) and the incomplete seal? There are reserved product packaging (front and back) and photos that are not completely sealed. Was the product used on a patient? No. Is the source of the product to the account/hospital known? If so, please provide the source of product to the hospital. The customer / hospital knows the product source: (B)(4). (Non filing distributor). Was there any patient consequences? The product is not used on the patient and the patient's consequences are not clear. What is the procedure name? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please return reserved product packaging. Please send photos of the package not completely sealed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and an absorbable hemostat was used. The product package was not sealed well. Changed another one to complete surgery. There were no adverse patient consequences reported. Additional information was requested.